Event description:
The customer reported that after software was reloaded on their defibrillator they had problems with the charge button and the device would not pass opcheck. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.